Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the device had to be scrapped as there was a recharging antenna failure (no device found screen). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reports the controller is giving conflicting messages per the patient. Caller states the messages are not consistent for example will wake up in the am and will show warning to recharge immediately and will hook up and say 100% right away. Caller states sometimes goes to 100 and sometimes to 40 as well as the screen going black sometimes and has to remove the battery. Caller states jumps up to 50 or 60 within a minute or so. No symptoms or patient complications were reported. Pt and manufacturer representative (rep) called back stating that they received their controller replacement, however they are still having issues with charging their implant. Pt stated that when charging their implant and sitting perfectly still, the controller beeps and says connection was lost; pt said they will readjust the recharger telemetry module (rtm) and the same issue occurs. Pt also stated that once their implant battery is charged to 70%, the controller says that the charging session is complete. Even if pt stays in same position, the recharge quality will change from excellent to no device found. This has been an issue since implant. Pt then has to start over with her charging session and this issue occurs 5-6x during each recharge session. Caller says pt's ins is superficial and easy to find. A replacement rtm was sent out. No symptoms were reported. Additional information received from the patient. It was reported that the patient was still having the same issues while charging their implant. The patient reset their controller and said there was no visible damage to the controller, battery pack, or recharger. Their controller battery was at 100% and their implant battery was low. They noticed that their recharger was getting pretty warm while charging their implant. Upon receiving the recharger serial number from the patient, patient services noticed that the patient was still using their previous recharger and accidentally sent back the replacement recharger. A replacement device was requested.